Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 0-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The attached endoscope adapter (aea) was damaged or had a friction issue. There was also a scope bearing friction issue identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion with the 0 degree endoscope, an investigation is in progress to determine the cause of this reported event. Intuitive surgical inc. (Isi) has received the 0 degree endoscope; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the 0-degree endoscope rotated 180-degree on its own. The customer used a backup endoscope. The procedure was completed with no injury to the patient.